Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). G4: PMA/510(k) # field on 3500a form is n970012, p000053 - reported here as PMA # exceeded character limit for designated field. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the activation tests. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a leak and a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole and leak in the proximal end of the cylinder from sharp instrument. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had a wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the hole/leak at the corner of a fold in the first cylinder and the pump not passing the activation tests confirmed the reported clinical observation of pump - mechanical issue and cylinder - hole/perforated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole, so all components were removed and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). G4: PMA/510(k) # field on 3500a form is n970012, p000053 - reported here as PMA # exceeded character limit for designated field.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole, so all components were removed and replaced. No patient complications reported.